Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the calibration is incorrect. The surgeon said the dermatome was cutting too thin, as it was set on 8/1000 and the graft looked like 6/1000. The skin was still used even though it was not of the desired thickness. There was also an additional graft that was harvested with an alternate device. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that during surgery, the calibration is incorrect. The surgeon said the dermatome was cutting too thin, as it was set on 8/1000 and the graft looked like 6/1000. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned the 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Product review of the air dermatome by zimmer biomet australia on (B)(6) 2018 revealed that the head and width plates were worn. The depth bar was found to have side play. The surface of the dermatome was worn, possibly from aggressive cleaning with abrasive pads. Product review of the air dermatome by zimmer biomet taiwan on (B)(6) 2018 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct position. The customer hose was not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet taiwan on (B)(6) 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, hinge throttle gasket, all 4 width plates, and width plate screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the depth bar was found to have side play and the device calibration was out of specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the depth bar was found to have side play and the device calibration was out of specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.